Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
Received info stating customer received multiple occlusion alarms. The customer observed that the cartridge pigtail luer and the infusion set tubing were not connected. Reportedly, customer's blood glucose level was elevated.